Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds3610 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "CT radiographer reports that the line was flushed with 20ml nacl through the pump, then the contrast was attached and was running at 13.5 bar/195psi before it started alarming after 30mls of infusion. Pump and scan stopped immediately. Patient cannulated and scan completed successfully. Patient did not report and pain or discomfort during or after the procedure. I have seen the patient as well. The line has not migrated, both lumens bleeding and flushing well and again with no pain or discomfort reported, so there is no reason to suspect extravasation. Patient cannot remember when the line was last used and pending result of CT may be stopping tpn and so I have requested in his notes that the PICC is removed unless otherwise indicated."